Event description:
It was reported that during a da vinci-assisted surgical procedure, faulty. The procedure was completed, however it is unknown if the reported event had any impact on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding a faulty device was confirmed by failure analysis.